Event description:
Upon removal from the packaging, a penumbra system 5max ace reperfusion catheter was found damaged prior to use. A new 5maxace reperfusion catheter was successfully used.

Manufacturer narrative:
Result: the hub was fractured from the proximal shaft. The 5max ace reperfusion catheter was fractured approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace reperfusion catheter fractured upon removal from packaging. Evaluation of the returned product confirms the hub was fractured from the proximal shaft of the 5max ace reperfusion catheter. This type of damage typically occurs when the device is improperly handled during removal from the packaging or during preparation for use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.